Manufacturer narrative:
(B)(4). Improper disconnection is a known cause of this problem. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the patient line and the patient line extension. The patient was not connected at the time of the event. This occurred during dwell of peritoneal dialysis therapy. The patient stated that a wheelchair ran over the patient line which then disconnected from the extension line. The technical service representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.